Event description:
A patient underwent an unknown surgery on (B)(6) 2025 and reservoir was used. The negative pressure could not be applied. The cause was unknown, and when the bag was changed from 150 ml to 300 ml, the tube had to be shorter. When looking at the cut tube, it was found that there was a missing part on the tube, and when the bag of 300 ml was connected, the negative pressure became applied. The negative pressure could not be applied, and drainage was not performed due to the missing tube. There were no adverse consequences to the patient. Further details are not provided . Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the involved 150 ml reservoir (2177) =>unk what is the lot number of the involved 300 ml reservoir (2179) =>unk please clarify, was the issue observed with both reported reservoirs (2177 and 2179)?=>no how was the issue resolved? =>since the drain has a damage, the drain was replaced. Are the reservoirs (2177 and 2179) available to be returned for evaluation? =>no please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4) ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>hiromi tokuyama additional information: -product code: 2232 => 2233 no product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.